Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were sticking in the jaws of the device. A few clips were deployed from the jaws of the device but did not close properly. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; in addition, no sticking issues were noted upon testing. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Event date- unknown.